Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, it was noted that the shaft of the balloon catheter was split upon removal. Treatment for the scheculed pci utilized pre dilation wtih a 2.5x12mm maverick2 balloon inflated twice at 8 atm's for 30 seconds and again for 26 seconds in the mildly calcified and totally occluded target lesion located in the distal left anterior descending (lad) artery. The physician then advanced a .014 bmw guide wire to the 80% stenosed ostial 1st diagonal branch to utilize the same 2.5x12mm maverick2 balloon but the balloon would not inflate. Upon removal of the device, it was noted that the "shaft of the balloon catheter was split". The pt began to "crash" and continued to "code all the way to surgery" where a successful emergency bypass was performed on both the lad and 1st diagonal vessels. Nothing was noted as being missing or fragmented from the device. It was reported that the cardiac surgeon's best guess as to why the pt crashed was "that air was allowed into the vessel, due to the split of the catheter shaft". The pt condition was reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.